Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history review (DHR) cold not be performed as the meter serial number was invalid/unavailable. The test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began one week ago when they dropped their meter. The patient reported obtaining blood glucose readings of "2.8, 2.0 and 3.5mmgol/l" on the subject meter. The time difference between these readings exceeded 20 minutes so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with a combination of medication, including metformin and "dyamacrom". The patient reported increasing their usual dose of medication in response to the reported readings. The patient reported developing symptoms of "felt shaky, weak and headache" a few hours later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury related to hypoglycemia while using the subject meter.